Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a sensor glucose value not available alert. The customer was able to clear the alert, but it reoccurred. The blood glucose reading was 14 mmol/l during the first alert. The blood glucose reading was 23 mmol/l during the second alert. Troubleshooting was conducted for the sensor and transmitter. The customer was assisted in reconnecting a new sensor. The transmitter is working as designed.